Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture at l3. During the procedure, the physician inflated the balloon to no more than 3 cc and max pressure under 300psi. The balloon was placed safely through the patient's left pedicle into the vertebral body then ruptured and contrast leaked into the vertebral body. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4)